Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt had expired the previous week due to an embolic cva (cerebrovascular accident). This pt had not been listed for a heart transplant due to non-compliance issues. It was also reported that the pt had a removal embolectomy the week before he died. The postmortem examination revealed that the pt had an embolic stroke. Numerous emboli were also found in the pt's left ventricle.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.